Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace on u1 keypad assembly. Device received with serial number label fading, missing display window cover, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer went to emergency room and got hospitalized due to low blood glucose level and seizures on (B)(6) 2020. Customer's blood glucose level was below 40 mg/dl at the time of event. The customer used glucose tablets and juice to treat. Customer was not using auto mode. Customer was not alleging insulin pump for over delivering. Customer did self test and insulin pump had hardware low level failure alarm. The insulin pump will be returned for analysis.